Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female]. Repeated ear infections [ear infection]. Tinnitus [tinnitus]. Dizziness [dizziness]. Rhinitis [rhinitis]. Sinusitis [sinusitis]. Amenorrhea [amenorrhea]. Metrorrhagia [metrorrhagia]. Vaginal cysts [vaginal cyst]. Affection of the thyroid, [thyroid disorder]. Bloating [bloating]. Swelling [swelling]. Pollakiuria [pollakiuria]. Kidney pain [kidney pain]. Severe fatigue [fatigue extreme]. Vagal discomfort, [vagal reaction]. Loss of memory [loss of memory]. Speech problems [speech disorder]. Headaches [headache]. Vision disorder [visual disturbance]. Stress [stress]. Gastric pain [gastric pain]. Diarrhea [diarrhea]. Constipation [constipation]. Poor digestion [digestion impaired]. Ligament pain [ligament pain]. Breathing difficulties [difficulty breathing]. Pericardial effusions [pericardial effusion]. Dryness of skin [dry skin]. Dryness of mucous membrane [mucosal dryness]. Psoriasis [psoriasis]. Back pain [back pain]. Neck pain [neck pain]. Headache [headache]. Belly ache [belly ache]. Recurrent cystitis [cystitis]. Patient had intense dysuria with tremors [dysuria]. Patient had intense dysuria with tremors [tremor]. Suspicion of renal colic. Pain could be linked to estrogen therapy [renal colic]. Possible perimenopause. [Perimenopause]. Abdominal pain [abdominal pain]. Respiratory disorders [respiratory disorder]. Otitis [otitis]. Itchy ear canal [ear pruritus]. Blurred vision [blurred vision]. Adenomyosis [adenomyosis]. Leiomyoma [leiomyoma]. Malaise [malaise]. Post-traumatic stress [post-traumatic stress disorder]. Anxiety [anxiety]. Tetany attack [tetany]. Agoraphobia [agoraphobia]. Emotional distress [emotional distress]. Avoidance behavior [behavior disorder]. Cognitive disorder [cognitive disorder]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 43 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 2 (2 childbirths: in 2004 and 2012). Previously administered products included: cerazette. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017 she experienced amenorrhoea ("amenorrhea"). On (B)(6) 2017 she experienced renal colic ("suspicion of renal colic. Pain could be linked to estrogen therapy"). In (B)(6) 2017 she experienced menopause ("possible perimenopause."). On (B)(6) 2017 she experienced abdominal pain ("abdominal pain"). On (B)(6) 2017 she experienced malaise ("malaise"). On unknown date she experienced pelvic pain (seriousness criterion intervention required), ear infection ("repeated ear infections"), tinnitus ("tinnitus"), dizziness ("dizziness"), rhinitis ("rhinitis"), sinusitis ("sinusitis"), intermenstrual bleeding ("metrorrhagia"), vaginal cyst ("vaginal cysts"), thyroid disorder ("affection of the thyroid,"), abdominal distension ("bloating"), swelling ("swelling"), pollakiuria ("pollakiuria"), renal pain ("kidney pain"), fatigue ("severe fatigue"), presyncope ("vagal discomfort,"), amnesia ("loss of memory"), speech disorder ("speech problems"), a first episode of headache ("headaches"), visual impairment ("vision disorder"), stress ("stress"), abdominal pain upper ("gastric pain"), diarrhoea ("diarrhea"), constipation ("constipation"), dyspepsia ("poor digestion"), ligament pain ("ligament pain"), dyspnoea ("breathing difficulties"), pericardial effusion ("pericardial effusions"), dry skin ("dryness of skin"), mucosal dryness ("dryness of mucous membrane"), psoriasis ("psoriasis"), back pain ("back pain"), neck pain ("neck pain"), a second episode of headache ("headache"), belly ache ("belly ache"), cystitis ("recurrent cystitis"), dysuria ("patient had intense dysuria with tremors"), tremor ("patient had intense dysuria with tremors"), respiratory disorder ("respiratory disorders"), otitis ("otitis"), ear pruritus ("itchy ear canal"), vision blurred ("blurred vision"), adenomyosis ("adenomyosis"), post-traumatic stress disorder ("post-traumatic stress"), anxiety ("anxiety"), tetany ("tetany attack"), agoraphobia ("agoraphobia"), emotional distress ("emotional distress"), behaviour disorder ("avoidance behavior") and cognitive disorder ("cognitive disorder") and was found to have leiomyoma ("leiomyoma"). The patient was treated with surgery (hysterectomy). In (B)(6) 2017, amenorrhoea had resolved. At the time of the report, the outcomes for the remaining events or their latest episodes were unknown. The reporter considered abdominal distension, abdominal pain, belly ache, abdominal pain upper, adenomyosis, agoraphobia, amenorrhoea, amnesia, anxiety, back pain, behaviour disorder, cognitive disorder, constipation, cystitis, diarrhoea, dizziness, dry skin, dyspepsia, dyspnoea, dysuria, ear infection, otitis, ear pruritus, emotional distress, fatigue, the first episode of headache, the second episode of headache, intermenstrual bleeding, leiomyoma, ligament pain, malaise, menopause, mucosal dryness, neck pain, pelvic pain, pericardial effusion, pollakiuria, post-traumatic stress disorder, presyncope, psoriasis, renal colic, renal pain, respiratory disorder, rhinitis, sinusitis, speech disorder, stress, swelling, tetany, thyroid disorder, tinnitus, tremor, vaginal cyst, vision blurred and visual impairment to be related to essure administration. The reporter commented: starting (B)(6) 2015, the patient was followed by an osteopath, until end 2017. Due to medialization of adverse events and essure, a link was made by the patient between her symptoms and implants. According to the patient¿s practitioners essure could be the origin of repeated urinary infections, gynecological, endocrine disorders, gastrointestinal problems, fatigue, dizziness and finally cognitive disorders. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2014: no findings; on (B)(6) 2017: pericardial effusion [ultrasound scan] on (B)(6) 2014: showing essure in place; in (B)(6) 2017: retroverted uterus, some cysts on ovaries; on (B)(6) 2017: no lithiasis; on (B)(6) 2017: cyst on ovary with size of 25mm (length) [x-ray] on (B)(6) 2014: no findings; on (B)(6) 2014: no findings; on (B)(6) 2017: no major finding (wheezing and shortness of breath). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-sep-2024: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4) pelvic pain [pelvic pain female], repeated ear infections [ear infection] , tinnitus [tinnitus] , dizziness [dizziness], rhinitis [rhinitis], sinusitis [sinusitis] , amenorrhea [amenorrhea] , metrorrhagia [metrorrhagia] , vaginal cysts [vaginal cyst] , affection of the thyroid, [thyroid disorder] , bloating [bloating] , swelling [swelling] , pollakiuria [pollakiuria] , kidney pain [kidney pain] , severe fatigue [fatigue extreme], vagal discomfort, [vagal reaction] , loss of memory [loss of memory] , speech problems [speech disorder], headaches [headache] , vision disorder [visual disturbance] , stress [stress] , gastric pain [gastric pain] , diarrhea [diarrhea] , constipation [constipation] , poor digestion [digestion impaired] ligament pain [ligament pain] breathing difficulties [difficulty breathing] pericardial effusions [pericardial effusion] dryness of skin [dry skin] dryness of mucous membrane [mucosal dryness] psoriasis [psoriasis] back pain [back pain] neck pain [neck pain] headache [headache] belly ache [belly ache] recurrent cystitis [cystitis] patient had intense dysuria with tremors [dysuria] patient had intense dysuria with tremors [tremor] suspicion of renal colic. Pain could be linked to estrogen therapy [renal colic] possible perimenopause. [Perimenopause] abdominal pain [abdominal pain] respiratory disorders [respiratory disorder] otitis [otitis] itchy ear canal [ear pruritus] blurred vision [blurred vision] adenomyosis [adenomyosis] leiomyoma [leiomyoma] malaise [malaise] post-traumatic stress [post-traumatic stress disorder] anxiety [anxiety] tetany attack [tetany] agoraphobia [agoraphobia] emotional distress [emotional distress] avoidance behavior [behavior disorder] cognitive disorder [cognitive disorder] case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 43 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 2 (2 childbirths: in 2004 and 2012). Previously administered products included: cerazette. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017 she experienced amenorrhoea ("amenorrhea"). On (B)(6) 2017 she experienced renal colic ("suspicion of renal colic. Pain could be linked to estrogen therapy"). In (B)(6) 2017 she experienced menopause ("possible perimenopause."). On (B)(6) 2017 she experienced abdominal pain ("abdominal pain"). On (B)(6) 2017 she experienced malaise ("malaise"). On unknown date she experienced pelvic pain (seriousness criterion intervention required), ear infection ("repeated ear infections"), tinnitus ("tinnitus"), dizziness ("dizziness"), rhinitis ("rhinitis"), sinusitis ("sinusitis"), intermenstrual bleeding ("metrorrhagia"), vaginal cyst ("vaginal cysts "), thyroid disorder ("affection of the thyroid,"), abdominal distension ("bloating"), swelling ("swelling"), pollakiuria ("pollakiuria"), renal pain ("kidney pain"), fatigue ("severe fatigue"), presyncope ("vagal discomfort,"), amnesia ("loss of memory"), speech disorder ("speech problems"), a first episode of headache ("headaches"), visual impairment ("vision disorder"), stress ("stress"), abdominal pain upper ("gastric pain"), diarrhoea ("diarrhea"), constipation ("constipation"), dyspepsia (" poor digestion"), ligament pain ("ligament pain"), dyspnoea ("breathing difficulties"), pericardial effusion ("pericardial effusions"), dry skin ("dryness of skin"), mucosal dryness ("dryness of mucous membrane"), psoriasis ("psoriasis"), back pain ("back pain"), neck pain ("neck pain"), a second episode of headache ("headache"), belly ache ("belly ache"), cystitis ("recurrent cystitis"), dysuria ("patient had intense dysuria with tremors"), tremor ("patient had intense dysuria with tremors"), respiratory disorder ("respiratory disorders"), otitis ("otitis"), ear pruritus ("itchy ear canal"), vision blurred ("blurred vision"), adenomyosis ("adenomyosis"), post-traumatic stress disorder ("post-traumatic stress"), anxiety ("anxiety"), tetany ("tetany attack"), agoraphobia ("agoraphobia"), emotional distress ("emotional distress"), behaviour disorder ("avoidance behavior") and cognitive disorder ("cognitive disorder") and was found to have leiomyoma ("leiomyoma"). The patient was treated with surgery (hysterectomy). In (B)(6) 2017, amenorrhoea had resolved. At the time of the report, the outcomes for the remaining events or their latest episodes were unknown. The reporter considered abdominal distension, abdominal pain, belly ache, abdominal pain upper, adenomyosis, agoraphobia, amenorrhoea, amnesia, anxiety, back pain, behaviour disorder, cognitive disorder, constipation, cystitis, diarrhoea, dizziness, dry skin, dyspepsia, dyspnoea, dysuria, ear infection, otitis, ear pruritus, emotional distress, fatigue, the first episode of headache, the second episode of headache, intermenstrual bleeding, leiomyoma, ligament pain, malaise, menopause, mucosal dryness, neck pain, pelvic pain, pericardial effusion, pollakiuria, post-traumatic stress disorder, presyncope, psoriasis, renal colic, renal pain, respiratory disorder, rhinitis, sinusitis, speech disorder, stress, swelling, tetany, thyroid disorder, tinnitus, tremor, vaginal cyst, vision blurred and visual impairment to be related to essure administration. The reporter commented: starting (B)(6) 2015, the patient was followed by an osteopath, until end 2017. Due to medialization of adverse events and essure, a link was made by the patient between her symptoms and implants. According to the patient¿s practitioners essure could be the origin of repeated urinary infections, gynecological, endocrine disorders, gastrointestinal problems, fatigue, dizziness and finally cognitive disorders. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2014: no findings; on (B)(6) 2017: pericardial effusion [ultrasound scan] on (B)(6) 2014: showing essure in place; in (B)(6) 2017: retroverted uterus, some cysts on ovaries; on (B)(6) 2017: no lithiasis; on (B)(6) 2017: cyst on ovary with size of 25mm (length) [x-ray] on (B)(6) 2014: no findings; on (B)(6) 2014: no findings; on (B)(6) 2017: no major finding (wheezing and shortness of breath) case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] repeated ear infections [ear infection] tinnitus [tinnitus] dizziness [dizziness] rhinitis [rhinitis] sinusitis [sinusitis] amenorrhea [amenorrhea] metrorrhagia [metrorrhagia] vaginal cysts [vaginal cyst] affection of the thyroid, [thyroid disorder] bloating [bloating] swelling [swelling] pollakiuria [pollakiuria] kidney pain [kidney pain] vagal discomfort, [vagal reaction] speech problems [speech disorder] headaches [headache] vision disorder [visual disturbance] stress [stress] gastric pain [gastric pain] diarrhea [diarrhea] constipation [constipation] poor digestion [digestion impaired] ligament pain [ligament pain] breathing difficulties [difficulty breathing] pericardial effusions [pericardial effusion] dryness of skin [dry skin] dryness of mucous membrane [mucosal dryness] psoriasis [psoriasis] back pain [back pain] neck pain [neck pain] headache [headache] belly ache [belly ache] recurrent cystitis [cystitis] patient had intense dysuria with tremors [dysuria] patient had intense dysuria with tremors [tremor] suspicion of renal colic. Pain could be linked to estrogen therapy [renal colic] possible perimenopause. [Perimenopause] abdominal pain [abdominal pain] respiratory disorders [respiratory disorder] otitis [otitis] itchy ear canal [ear pruritus] blurred vision [blurred vision] adenomyosis [adenomyosis] leiomyoma [leiomyoma] malaise [malaise] post-traumatic stress [post-traumatic stress disorder] anxiety [anxiety] tetany attack [tetany] agoraphobia [agoraphobia] emotional distress [emotional distress] avoidance behavior [behavior disorder] cognitive disorder [cognitive disorder] case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 43 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 2 (2 childbirths: in 2004 and 2012). Previously administered products included: cerazette. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017 she experienced amenorrhoea ("amenorrhea"). On (B)(6) 2017 she experienced renal colic ("suspicion of renal colic. Pain could be linked to estrogen therapy"). In (B)(6) 2017 she experienced menopause ("possible perimenopause."). On (B)(6) 2017 she experienced abdominal pain ("abdominal pain"). On unknown date she experienced pelvic pain (seriousness criterion intervention required), ear infection ("repeated ear infections"), tinnitus ("tinnitus"), dizziness ("dizziness"), rhinitis ("rhinitis"), sinusitis ("sinusitis"), intermenstrual bleeding ("metrorrhagia"), vaginal cyst ("vaginal cysts"), thyroid disorder ("affection of the thyroid,"), abdominal distension ("bloating"), swelling ("swelling"), pollakiuria ("pollakiuria"), renal pain ("kidney pain"), presyncope ("vagal discomfort,"), speech disorder ("speech problems"), a first episode of headache ("headaches"), visual impairment ("vision disorder"), stress ("stress"), abdominal pain upper ("gastric pain"), diarrhoea ("diarrhea"), constipation ("constipation"), dyspepsia ("poor digestion"), ligament pain ("ligament pain"), dyspnoea ("breathing difficulties"), pericardial effusion ("pericardial effusions"), dry skin ("dryness of skin"), mucosal dryness ("dryness of mucous membrane"), psoriasis ("psoriasis"), back pain ("back pain"), neck pain ("neck pain"), a second episode of headache ("headache"), belly ache ("belly ache"), cystitis ("recurrent cystitis"), dysuria ("patient had intense dysuria with tremors"), tremor ("patient had intense dysuria with tremors"), respiratory disorder ("respiratory disorders"), otitis ("otitis"), ear pruritus ("itchy ear canal"), vision blurred ("blurred vision"), adenomyosis ("adenomyosis"), malaise ("malaise"), post-traumatic stress disorder ("post-traumatic stress"), anxiety ("anxiety"), tetany ("tetany attack"), agoraphobia ("agoraphobia"), emotional distress ("emotional distress"), behaviour disorder ("avoidance behavior") and cognitive disorder ("cognitive disorder") and was found to have leiomyoma ("leiomyoma"). The patient was treated with surgery (hysterectomy). In (B)(6) 2017, amenorrhoea had resolved. Essure was removed on (B)(6) 2017. At the time of the report, the outcomes for the remaining events or their latest episodes were unknown. The reporter considered abdominal distension, abdominal pain, belly ache, abdominal pain upper, adenomyosis, agoraphobia, amenorrhoea, anxiety, back pain, behaviour disorder, cognitive disorder, constipation, cystitis, diarrhoea, dizziness, dry skin, dyspepsia, dyspnoea, dysuria, ear infection, otitis, ear pruritus, emotional distress, the first episode of headache, the second episode of headache, intermenstrual bleeding, leiomyoma, ligament pain, malaise, menopause, mucosal dryness, neck pain, pelvic pain, pericardial effusion, pollakiuria, post-traumatic stress disorder, presyncope, psoriasis, renal colic, renal pain, respiratory disorder, rhinitis, sinusitis, speech disorder, stress, swelling, tetany, thyroid disorder, tinnitus, tremor, vaginal cyst, vision blurred and visual impairment to be related to essure administration. The reporter commented: starting 02jan2015, the patient was followed by an osteopath, until end 2017. Due to medialization of adverse events and essure, a link was made by the patient between her symptoms and implants. According to the patient¿s practitioners essure could be the origin of repeated urinary infections, gynecological, endocrine disorders, gastrointestinal problems, fatigue, dizziness and finally cognitive disorders. Diagnostic results (normal ranges are provided in parenthesis if available): [blood thyroid stimulating hormone ( 0.27- 4.2 miu/ml)] on (B)(6) 2014: 4.270; on (B)(6) 2016: 7.860 [computerised tomogram] on (B)(6) 2014: no findings; on (B)(6) 2017: pericardial effusion [ultrasound scan] on (B)(6) 2014: showing essure in place; in (B)(6) 2017: retroverted uterus, some cysts on ovaries; on (B)(6) 2017: no lithiasis; on (B)(6) 2017: cyst on ovary with size of 25mm (length). [X-ray] on (B)(6) 2014: no findings; on (B)(6) 2014: no findings; on (B)(6) 2017: no major finding (wheezing and shortness of breath). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2024: upon receipt of follow up it was noted that this case is duplicate of argus case (B)(4). Therefore argus case (B)(4) needs to be nullified from argus database. All source documents, references, events & all other relevant information has been transferred from nullified case to retention case. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.